Event description:
Customer called to report that he had a drive tube break early in the procedure. Patient had minimal blood loss and was done immediately after on another instrument with no reaction. Instrument with the drive tube break was cleaned, but is in need of service due to the leak strip being damaged. Customer stated that the patient was stable. Css will dispatch service to inspect instrument. (B)(4) was dispatched to inspect the instrument. No product was returned by the customer for investigation.

Manufacturer narrative:
A batch record review of lot b303 was performed and there were no nonconcordances associate with this event type reported for this lot. This lot met release requirements. Trends hae been reviewed on a lot by lot basis for this complaint category and no trend has been detected for this lot; however, CAPA (B)(4) has already been initiated to investigate drive tube leaks/breaks. (B)(4) service order feedback: field engineer replaced centrifuge leak detector, cleaned instrument and performed system checkout. All passed. The assessment is based on information available at the time of the investigation. No product was returned by the customer. Therefore, no root cause could be determined based solely on the information provided by the customer. Complaints of this nature are monitored through tracking and trending. Should a trend arise, further action will be taken.